Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead at l5 was implanted low in foramen which had reduced effectiveness. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein a new lead was implanted at l5, to superior space of foramen. The original lead was kept insitu. This addressed the issue.